Manufacturer narrative:
(B)(4). D10: item # 00223200418, cable ready gtr cocr cable, lot # unkown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 4 years and 6 months post-implantation due to a distal femoral fracture below the stem that failed to heal after plating. The fracture was treated with plate fixation; however, healing did not occur. Subsequently, all constructs were removed and a total femur was implanted. Attempts have been made and no further information has been provided.